Manufacturer narrative:
Product code: oar. (B)(4). The event is currently under investigation. A follow-up report will be sent upon conclusion.

Event description:
Customer reported that the osteo-force vertebroplasty injector set fractured during use. The medical team was able to disengage the plunger and manually expel the cement. There was no reported injury to the patient. No further information was provided relating to this report.

Manufacturer narrative:
Investigation ¿ evaluation: a review of documentation, complaint history, drawing, instruction for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. A device history record review could not be performed. There was no nonconformance data available. Other complaints for the same device cannot be found as the complaint lot number was not provided. The root cause of this failure is difficult to determine, it is noteworthy that the only three devices exhibiting this failure since (B)(6) 2014 have been reported in a two week span by the same customer. The most probable explanation is that the physician applied force to the plunger in a manner which subjected the blue covering to a force perpendicular to the barrel. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.